Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was admitted to clinical care on multiple occasions due to pre-syncopal and syncopal episodes. Holter monitoring and system interrogation were performed. Tests revealed a pause in pacing of 4.4 seconds; however, no noise or pacing inhibition was reproducible. The cardiac resynchronization therapy pacemaker (crt-p) was reprogrammed as an initial measurement. Boston scientific technical services (ts) provided troubleshooting recommendations and suggested completing further in-office testing to evaluate the integrity of the system. The device remains in service. No additional adverse patient effects were reported.